Manufacturer narrative:
E1(initial reporter establishment name)- (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the issue occurred due to the water filter maj-2317 had exceeded the specified two months since the last replacement, and five months had elapsed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited five months had passed since the water filter was replaced. The issue occurred during the reprocessing. There were no reports of patient involvement.